Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. During an in-clinic visit, the patient reported hearing beep tones, and a gradual increase in shock impedance was observed. Technical services (ts) reviewed the data and provided general recommendations for this advisory lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. During an in-clinic visit, the patient reported hearing beep tones, and a gradual increase in shock impedance was observed. Technical services (ts) reviewed the data and provided general recommendations for this advisory lead. No adverse patient effects were reported. This rv lead remains in service.